Manufacturer narrative:
A stryker customer quality engineer identified that there was inappropriate battery switching prior to the device unexpected shutdown. The likely cause of the issue was the battery pins (connector/cable). The battery pins was replaced to resolve the issue.

Event description:
A customer contacted physio-control to report that their device had turned itself off during use. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. It was observed that the device powered off unexpectedly on (B)(6) 2021. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had turned itself off during use. There were no reports of patient use associated with the reported event.